Event description:
It was further reported that the right ventricular (rv) lead was defective. It was noted that the rv lead had a possible fracture. A lead integrity alert (lia) was triggered due to high-rate non-sustained episodes and a high sensing integrity counter (sic). A noise alert was triggered due to noise/oversensing. It was also noted that the rv lead exhibited a high and undefined pacing impedance measurement. Reprogramming was done and the lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtma2d4 implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular (rv) lead exhibiting noise. It was noted that the rv lead had high and undefined impedance measurements and many non-sustained ventricular tachycardia. Reprogramming was done, and the lead remains in use. No further patient complications have been reported as a result of this event.